Event description:
Additional information received indicated the device was explanted and replaced to resolve the event. The patient was in stable condition following the procedure.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
Additional information: d10, h3, h6 the reported event of inability to interrogate was confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found in normal range. Hybrid circuitry was tested, resulting in low current drain, consistent with nonfunctional hybrid from moisture damage, resulting in the reported event. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the device was unable to be interrogated via inductive telemetry. Technical support was contacted and following troubleshooting, the device remained unable to be interrogated. Based on the electrocardiogram, the physician determined the device was performing as expected and no action was performed to resolve the event. The patient was in stable condition and will continue to be monitored.